Event description:
It was reported that the customer "went into a coma;" however, it was not provided if the coma was related to diabetes or the pump or supplies as customer declined troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.